Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stored electrograms on a remote transmission showed possible atrial lead undersensing causing the atrial arrhythmia episode to be labeled as terminated when it was still in progress. The atrial lead remains in use. No patient complications have been reported as a result of this event.